Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2007, removed due to unknown reasons. A new artificial urinary sphincter consisting of 4.5 cm cuff, pump, and balloon were implanted.